Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification during functional testing in relation to the customer reported 'shuts down' which was not reproduced. A review of the event history log revealed 'improper shutdown!' Messages. An "improper shutdown!" Message occurs at power up after all power to the pump is lost, however the history log cannot be used to determine the means by which power became disconnected. A "battery alert! Error: 2" is recorded prior to the "improper shutdown!" Messages. The power cord should not be removed when a battery alert occurs due to a potential interruption in power, as battery power may not be available. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The evaluator found the pump to function as intended, and did not shut down on its own. No battery was returned with the device. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shuts down. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.